Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored egms (electrograms) showed intermittent undersensing on the atrial lead during ventricular arrhythmia and possible intermittent t-wave oversensing (twos) on the right ventricular (rv) lead. The atrial lead and rv lead remain in use. No patient complications have been reported as a result of this event.